Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. The explanted magnet was discarded and will not be returned to advanced bionics for analysis. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced magnet displacement following a MRI. The recipient underwent magnet replacement surgery. The recipient is doing well.